Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 18 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It as reported that during a nasogastric (ng) tube insertion on a very frail, intubated, intensive care unit patient, the first pass went in to 50cm before encountering resistance. The upper airway was visualized with a glidescope and the ng tube had gone translaryngeally into the lungs. During continuing attempts to place the ng tube under direct vision, the patient became progressively hypoxic and hypotensive. Clinical examination was suggestive of a right pneumothorax. The patient became unresponsive to increased noradrenaline infusion. A right finger thoracostomy was performed. The lung was down and blood was coming from rib/pleural cavity. Hospital believes patient is unlikely to survive. Current patient status is unknown. No further information provided.